Event description:
It was reported that the bd nexiva¿ closed IV catheter system is not disconnecting. The following information was provided by the initial reporter: when removing the needle from the catheter into the needle safety hub the gray hub is not disconnecting from the IV catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system is not disconnecting. The following information was provided by the initial reporter: when removing the needle from the catheter into the needle safety hub the gray hub is not disconnecting from the IV catheter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 26-sep-2022 h6: investigation summary bd received two used 22 gauge nexiva units from lot 1362465 for evaluation. Our quality engineer visually inspected the returned units and observed no visible damage to the v-clip or the tip shield. However, there was signs of excess adhesive on each catheter adapter wing near the junction area between the extension tubing and the catheter adapter. Next, functional testing was performed by attempting to decouple the tip shield from the winged adapter but decoupling was not possible and the winged adapter could not be rotated, which was indicative of adhesive between the two components. Upon separation of the two components, adhesive residue was found on the outside of the winged adapter and the inside of the tip shield. Visual inspection under uv black light was conducted and the adhesive present reacted to uv light, indicating that adhesive was present. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to incorrectly placed adhesive during the assembly process. A device history review was conducted for lot number 1362465.